Manufacturer narrative:
The t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 540 mg/dl. The customer delivered a bolus via the pump to address the high bg level. Tandem technical support performed a system check and found that the occlusion was possibly within the infusion set tubing. Reportedly, the customer was using humalog cartridge for a week. The customer indicated that the cartridge and tubing would be changed.